Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip would snap out and would not stay in place even with the super glue. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.